Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: (B)(6) hospital informed cook that on (B)(6)2020, the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter leaked when placed in the patient. The catheter was removed and a different brand was placed. The patient did not experience any adverse effects. A review of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control of the device, as well as a visual inspection and functional test of the returned device, was conducted during the investigation. One used ult10.2fr was returned to cook for evaluation. A leak test confirmed leakage at the cap/tubing connection. It was noted that less than one thread was showing between the mac-loc adapter and connector cap. The cap and mac-loc were disassembled and the flare was torn and damaged. It is unknown if the damage occurred during manufacturing or during disassembly. Additionally, a document-based investigation evaluation was performed. Inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the DHR for the reported complaint device (13464378) revealed one related nonconformance for "flare, inadequate" in which one device was scrapped. This device is 100% inspected for this failure in process. A database search did not identify any other events associated with the reported device lot. Given the provided information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU supplied with the device instructs that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, inspection of the returned product, and the results of the investigation, the cause for this event has been traced to a component failure, unrelated to a deficiency in manufacturing or device design. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: supply chain. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) female patient required the placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for an unknown drainage procedure. The operator reported upon placement the hub was defective and found to be leaking. The device was removed and another competitors device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.